Manufacturer narrative:
Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. Based on the investigation, the potential root cause of the crack may be caused by accidental machine clamping during the assembly process, process inspectors missed to identify the defective product, resulting in defective product entering the market. To address and contain this issue, inspection operators were strengthened and trained in standardized operation, on-site operations, and improved their awareness of product quality. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges.

Event description:
Customer reported that the rear part of the needle hub fractured, rendering the product unusable.